Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent removal of monarch pedicle screw instrumentation. Exploration of fusion mass. Stealth image guided pedicle screw instrumentation with expedium titanium pedicle screw l4, l5, s1. Bilateral laminectomy l5-s1. Bilateral neurolysis l5, posterior vertebral body osteotomy s1 on the left. Total discectomy l5-s1. Anterior interbody fusion with autologous bone, bmp and devex cage. Posterolateral fusion with autologous bone and bmp. Harvesting of local bone. Insertion of a q pimp paraspinal catheters for pain control. Preoperative diagnosis: degenerative instability and spinal stenosis l5-s1. Status post l4-5 interbody and posteriorolateral fusion and instrumentation. Perop notes: a midline incision was made from l3 to s1 and carried down through subcutaneous tissue. They were exposed and all soft tissue removed from them. The monarch pedicle screws and transverse connector were removed. Each screw was cataloged. The s1 nerve root was identified on the left, epidural veins were coagulated with bipolar cautery and any bleeding controlled with cottonoids sponges. The disc was then incised sharply with a #15 blade. Once this was accomplished the disc space was irrigated copiously with antibiotic solution and gently distracted again and it was ascertained that a 9mm lordotic devex cage could be applied. This was chosen and filled with bmp. The bone graft which had been harvested from the laminectomy site posteriorly was chopped into fine pieces, placed into a tube and then rolled up into two bmp sponges. These sponges were placed anteriorly in the disc space followed by further bone graft material, followed by devex cage. Post operatively patient alleged unspecified injuries due to rhbmp-2.